Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module/us probe was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the distal end with ccd module/us probe. In addition, our technician confirmed that the u/d pulley wire fluid damage, the r/l pulley wire fluid damage, the ccd module with drive pcb fluid damage, the electrical pin connector fluid damage, the control body broken, the objective prism cloudy (not clear view), the junction case cracked, the ultrasound connector body corroded, the operation channel (primary) leak, the insertion flexible tube cut, the jet socket cut, and the side body cover scratched; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.